Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the hemopro2 extension cable has a crack. This issue was found when inspecting, before putting the cord in repressed tray to be sent back to the or. No patient involvement.

Manufacturer narrative:
(B)(4). Updated fields: b4, d9,g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was returned to the factory for evaluation on 03/06/2025. An investigation was conducted on 03/13/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Both collars were observed to be intact. There were no visual defects observed on the intact cable. Based on the returned condition of the device as well as the evaluation results, the reported failure "crack; cord" was not confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot /serial number was not provided and the specific product lot /serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.